Manufacturer narrative:
T was reported to abbott, during a lead revision, the ipg was taken out of the pocket the rep saw the message that the clinician programmer was attempting to repair the ipg. A review of the cp logs by technical services (ts) saw the device had entered and recovered from service app mode. The device was supposed to be surgery mode and could connect in preop. Although the ipg was functional, the physician decided to replace it anyway due to its age. All previous leads, anchors and were removed and replaced. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-05017. It was reported that during lead revision procedure (see related manufacturer number 1627487-2023-05017). When the abbott representative attempted to connect to the ipg the clinician programmer (cp) displayed a message that it was attempting to repair the ipg. Clinician programmer (cp) logs confirmed that the ipg had entered service app mode and was then recovered from service app mode. The abbott representative was able to connect to the ipg successfully and the ipg was recovered. The physician opted to electively replace the device due to battery age in order to prevent another procedure in the future. Therapy was restored.